Manufacturer narrative:
(B)(4). Syringe needle connectivity issue. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309623 batch # 4060218 & 3340120. It was reported that the bd luer-lok had a syringe needle connectivity issue. The following information was provided by the initial reporter: rcc received a complaint via email. Hello, notification only (no investigation required) for (B)(4) ¿ primary packaging/container difficult to open. This lot and complaint category is currently being investigated w pr# (B)(4). Bd syringe: plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch). Bd syringe lot number(s): 4060218 & 3340120. Bd catalogue number: 309623. Takeda awareness date: 23jan2025: report received from pv on (B)(6) 2025: patient reported having issues removing the needle cap and attaching the needle to syringe for dosing. Per patient needle won't fully lock in and may leak some medicine while trying to inject. Product: country of origin: united states, sample / photo availability: no sample or photos were provided to ae: yes, potential partial dose. Argus case ID: (B)(4) patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.